Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor needle was separated from the pedestal before insertion. The customer was unable to insert the sensor as a result. The customer's blood glucose was unknown. The customer agreed to return the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened sensor and was unable to confirm the packaging anomaly due to the product not being returned in its original packaging.